Event description:
Report received of failed delivery accuracy during biomedical testing. The pump was returned to the biomedical dept with an unsigned note that read, "not working." No tracking info was provided; therefore, specific pt info, pump programming, or event details were not available. During testing at the user facility, the device was reported to initially overdeliver and then underdeliver during subsequent testing. There were no reports of any adverse pt events while the device was in clinical use. Though requested, no add'l info was provided.